Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. Vascular access wa obtained via the radial artery. The 75% stenosed, eccentric, de novo target lesion was located in the mildly tortuous and calcified left anterior descending artery. A 24x3.00mm promus premier drug-eluting stent was advanced to treat the lesion. However, the device failed to advance and the shaft broke. The device was removed and there were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 24 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed, no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured. And the result was within maximum crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. And were not subjected to positive pressure. A visual and tactile examination of the hypotube, found a break at 25 cm distal to the end of the strain relief as well as multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination found no issues with the tip. Device tracked without issues on a 0.014 test guidewire. No other issues were identified, during the product analysis.

Event description:
It was reported, that shaft break occurred. Vascular access wa obtained via the radial artery. The 75% stenosed, eccentric, de novo target lesion was located in the mildly tortuous. And calcified left anterior descending artery. A 24x3.00mm promus premier drug-eluting stent was advanced to treat the lesion. However, the device, failed to advance and the shaft broke. The device was removed. And there were no patient complications reported.